Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell two of five. The caregiver (cg) stated that when she was closing the clamps, she believed the blue clamp bag was leaking. Troubleshooting found that a supply bag had disconnected without falling. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The cg indicated that they were going to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.